Event description:
Reporter alleged blood glucose measured 407 mg/dl at 6:00 pm after eating so took insulin and a few hours later it measured 329 mg/dl. It was stated customer felt as if glucose was dropping at 2:00 am so she called 911. Customer stated the paramedic's meter read 95 mg/dl compared to a test on her meter which read 245 mg/dl when testing was performed 10 minutes apart. Customer indicated feeling low however at that time no treatment was received or any other actions taken by the paramedics as a result. A request was made for the return of the suspect device and replacement product was sent.